Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital due to an abscess that formed on the infusion site (leg) after wearing the pod. No additional information was provided regarding treatment. Follow up attempts were made to gather more information. If more information is provided, a follow up report will be sent.